Event description:
It was reported that 'when you take the device of the set and close the handle it alarms "cassette not attached properly reattach cassette" every time you close the handle'. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: the customer reported complaint could not be confirmed through downstream occlusion test and ¿nda¿ test. Further investigation found that the unit had inaccurate date and time. Charged the unit for a minimum of three days and it was able to hold date and time. The downstream occlusion (dso) seal was detached. Replaced the dso seal. Performed dso/uso sensor calibration. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.